Event description:
Information received by medtronic indicated that the customer reported the buttons were unresponsive, did not receive low battery alerts, the insulin pump shut down without notifications, lost the settings, and received random no delivery/block flow alarms. Troubleshooting was not performed. No harm requiring medical intervention was reported. It was unknown if the customer will continue the use of the insulin pump. The product will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The unit p-cap test and reservoir does not lock in place properly. The pump failed the self test and sleep current measurement test due to moisture damage on battery tube assembly. No stuck button alarm noted during testing. Unable to verify no delivery alarm due to missing retainer and broken reservoir tube lip. Successfully downloaded history files and traces using thus software. Adjusted the audio options audio volume 1-5 and found audio tone does not adjust accordingly. Pump error 63 alarmed during self test and confirmed in the pump history (variable info = 3) due to broken trace at u1 keypad assembly. The pump was cut open and traces of moisture on pcba1 noted during visual inspection. The pump was received with minor scratches on lcd window, cracked battery tube threads, cracked keypad overlay, cracked case-corner of belt clip rails, serial number label missing, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring and scratched case. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. In summary, customer alleged keypad anomaly not confirmed. Pump error 63 confirmed. Audio/vibrate anomaly/absence of alarm confirmed. Exposed to moisture confirmed. Unexpected battery power loss confirmed. No delivery alarm/occlusion alarm unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Retainer ring recall details were added with this report.